Event description:
During an endoscopic biliary stent placement procedure, the physician planned to deploy one stent from the hepatic portal to lower common bile duct and another stent for the rest and then out of the papilla. The physician inserted a wire guide in the left intrahepatic bile duct and performed angiography. Then a cook zilver expandable metal biliary stent system was used. The physician advanced the delivery system to the target site. The market was confirmed to be on the hepatic portal and deployment of the stent attempted. The handle of the delivery system would not move. Another person tried with strong force and half of the stent deployed, but the handle would not move any further so stent deployment stopped. [Half of the stent deployed and no elongation of the stent was noted]. The physician tried to leave the stent in position and remove the delivery system from the endoscope. Strong resistance was encountered and the other half of the stent deployed. However, about 7 cells of the stent's end were exiting the papilla. Through fluoroscopic viewing, the physician confirmed that the distal end of the stent remained in position at the hepatic portal but prominent elongation had started in the middle of the stent. The elongation ended a few centimeters of 7 cells that were extending out of the papilla. The long part that was extending from the papilla into the duodenum was trimmed using argon plasma. This was done to prevent ulcer or perforation. When trimming the stent, some pieces dropped into the patient. All pieces were successfully removed using an endoscopy net and the physician finished the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. There is a kink in the device approximately 8 cm from distal end. The clear cap on the stent delivery system handle was loose on the handle cannula. The handle cannula had some minor bends. The distance measured between the y-body and wire guide port hub is not within the unused specification. Per the complaint report deployment of the stent was initiated and difficulty was met. Dimensional change of the returned handle can be caused by compression of the inner catheter which occurs when there is resistance during deployment. The length of the outer sheath was measured to the product tip and found to be within specification. A functional test could not be undertaken due to the fact that the stent was deployed and not returned. When the handle was manipulated there was some resistance. A product discrepancy or anomaly that could have contributed to the difficulty in deployment causing partial stent deployment was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions and the condition of the returned product could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use provides the following information: once stent delivery system is in correct position for deployment, loosen cap on proximal end of y-body. Stent is now ready for deployment. To aid with ease of system preparation of advancing the wire-guide and stent deployment, instructions for use system preparation instruct user to irrigate inner lumen and stent with sterile water. The instructions for use provides specific instructions on how to deploy stent properly in addition to the information listed below: prior to use visually inspect with particular attention to kinks, bends and breaks. System preparation - irrigate inner lumen and stent with sterile water. If the wire guide cannot advance through the obstructed area do not attempt to place the stent. The device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer. This stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered a permanent implant. Prior to distribution, all zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.